Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope insertion part of the charge coupled device (ccd) unit has horizontal lines. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion part charge coupled device (ccd) has horizontal lines. Based on the results of the investigation, the most probable cause of the failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.